Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 538 mg/dl at the time of incident. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident. Customer stated that the insulin pump received the open book image on the screen. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.